Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue where customer stated that motor was not moving. Fse found that motor was slightly noisy at the extremes of the motor range. Fse ran several times with old substrate assembly and motor was functioning good except for noise. Fse replaced whole substrate syringe assembly. After replacement, motor was quieter. Fse cleaned and lubricated both wash probe assembly motors as well and ran daily startup with no problems. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was intermittent motor on substrate syringe assembly.

Event description:
On (B)(6) 2015, a customer reported error 4391 substrate syringe home detect error with their aia-2000st analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.